Manufacturer narrative:
At the time of this investigation the device history record could not be verified, as a lot number was not provided. Based on the supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. A sample was not provided for evaluation, but our blue or towel is classified as a ¿low lint cotton or towel¿ and since the towel is made of cotton, some lint is inevitable. Our supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process has been added before the product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria has been stipulated to see the suction results. (=0.38g/10pieces). In the folding process, our supplier uses one cloth pad under 100 pieces semi-finished products to avoid linting being stuck onto the products during product's transfer. Based on the investigation, there is no abnormal situation noted that may have happened in production and all linting test data were within the acceptable range. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no other action taken at this time, however, our supplier will continue to monitor the trend of this type of incident.

Event description:
The customer stated that the blue,cotton, non-x-ray towels, component pwtb03-stma from catalog scvocctsrg /cardiac catheterization pack, were linting. The physician used the dry towel to rest his wires on (not wiping the wires) and noticed that when he went to use the wire there was lint from the blue towel adhering to the wire. No injury was reported. No patient demographics or date of event were provided. MDR being filed for potential risk to the patient.